Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found the primary failure of broken main tube to be related to the customer reported event. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring proximately .067¿ .121¿ was not returned with the instrument. This failure of the broken main tube is typically attributed to mishandling/misuse. The instrument was also found to have a dislodged proximal clevis. This was result of the broken main tube failure.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the cadiere forceps instrument's silver end was breaking loose from the black insulated arm. The procedure was completed with no reported injury.